Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced intermittent loss of glucose readings from a dexcom g7 continuous glucose monitor (cgm) sensor on the ilet pump, which was resolved during the call when readings appeared on both the dexcom g7 app and the pump, and values were in range. No adverse clinical symptoms reported. Outcomes included no injury and no need for medical intervention. User support included remote troubleshooting and education to verify sensor data via the dexcom g7 app and pump display. Investigation of this case revealed normal sensor function and communication at the time of assessment, with no reproducible device malfunction identified. It was concluded, based on previously established findings for similar reports, that the event was consistent with transient signal loss without device failure.